Event description:
Procedure: lap hernia repair. Pt sex: unk. Reportedly, upon completion of the procedure, the balloon was removed as per instructions. Once the surgeon went to close the incision, it was noticed that a small piece of metal was left inside the surgical site from the balloon. The piece of metal was removed.